Event description:
It was reported that the patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the patient was hospitalized for this event. Treatment was not reported. The outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.